Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER and diabetic ketoacidosis. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported dka/hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by mother that the patient was taken to the emergency room (ER) and diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 500 mg/dl while wearing the pod. Symptoms reported include hyperglycemia, high ketones and a sore throat. Patient's mother replaced pod and had patient drink water, but when this did not bring down bg levels she took patient to the ER. Mother also reported when pod was removed, the cannula appeared bent. The patient was treated with manual insulin injections and saline fluid intravenously. The patient was released from the ER after a little more than 24 hours.